Event description:
It was reported that the laser fiber broke and burned the surgeon's finger. The surgeon was holding the fiber at the breakpoint and received a burn the size of a pinhole. The above info is documented as reported to trimedyne.